Manufacturer narrative:
The evoke closed loop stimulator (cls) and evoke12c percutaneous lead were returned. The cause of the infection cannot be conclusively determined. The manufacturing records, including sterilization records were reviewed. Product met all requirements for release with no anomalies identified. Infection that may require hospitalization with intravenous antibiotic therapy and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in manufacturer's instructions for use (IFU).

Event description:
Following a revision procedure, the patient developed an infection at the implant site of their evoke closed loop stimulator (cls). The cls was explanted on (B)(6) 2023. Intravenous, oral, and powdered antibiotics were used to treat the infection.